Event description:
It was reported that the ureteral catheter's distal tip came off inside bladder. And also stated that the cystoscopy was performed on (B)(6) 2020. Per follow up information received on 28oct2020, stated that no impacted on the patient and the entire broken piece retained from the bladder when the cystoscopy was performed.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used polyurethane ureteral catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: the bard polyurethane ureteral catheters are intended for use in the drainage of urine from the ureter. The polyurethane ureteral catheter is inserted through the urethra, into the bladder and up through the ureter. These catheters also allow the delivery of contrast media. Directions for use: ureteral catheters are designed in a variety of distal tip configurations. The anatomical characteristics of the ureteral orifice and physician preference should determine the choice of design in a specific clinical situation. Closed tip placement (placed without a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. The catheter adapter is secured to the ureteral catheter, and the catheter is flushed to evacuate all air bubbles. Under direct vision, the catheter tip is positioned within the ureteral orifice. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined. Open tip placement (placed with a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. Under direct vision, the guidewire is positioned within the ureteral orifice. The ureteral catheter is inserted over the guidewire and advanced into the ureter. The guidewire is removed and the catheter adapter is secured to the catheter. Gentle aspiration to evacuate air from the catheter can be performed at this time. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined. Warning: this unit should not be used as a ureteral splint. Caution: do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending. Caution: do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter. Caution: when using the tiger tail¿ catheter without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible portion of the catheter become detached, retrieve with an endourology grasping device." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral catheter's distal tip came off inside bladder. And also stated that the cystoscopy was performed on (B)(6) 2020. Per follow up information received on 28oct2020, stated that no impact on the patient and the entire broken piece retained from the bladder when the cystoscopy was performed.